Manufacturer narrative:
Continued: e1, phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "discomfort", "breast deformity" and capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.2, b.3, b.5, b.6, d.6a, d.6b, h.6

Event description:
Healthcare professional reported left side "discomfort", "breast deformity" and capsular contracture baker grade IV via ultrasound. Device was explanted and replaced with a non-abbvie device.